Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems"), urinary tract infection ("uti"), migraine ("other injuries/symptoms: migraine") and headache ("headache"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, urinary tract disorder, urinary tract infection, migraine and headache had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, headache, migraine, pelvic pain, psychological trauma, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014 and (B)(6) 2012. Received treatment for pelvic/ abdominal, chronic, back pain, general abnormal bleeding,urinary problems, uti, migraine and headache. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Product indication updated. Essure explant date added. Events- general abnormal bleeding, abdominal pain, back pain, psych injury, bladder/urinary problems: urinary problems, uti, other injuries/symptoms: migraine and headache were added. Event outcome updated for: physical pain/pelvic pain/chronic. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.